Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extender tubing and pressure tubing were also returned. The stat-gard sleeve was returned cut/torn from the iab. The cut/torn piece was not returned. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 75.9cm from the iab tip. The optical fiber was found broken at approximately 24.4cm from the iab tip. Lastly, a section of the returned pressure tubing was cut at approximately 43.2cm from the female port. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and a leak was detected on the membrane at 1.3cm from the rear seal and measuring 0.03cm in length. A partial leak test of the cut pressure tubing did not reveal any leaks. The technician attempted to insert a 0.018¿ laboratory guidewire through the inner lumen and was found to be occluded with dry blood. Unable to clear occlusion. The evaluation cannot confirm the reported iab migration since we are unable to duplicate the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a chest x-ray showed that the iab had migrated. After a failed attempt at re-positioning the iab, it was removed. A new iab was placed successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a chest x-ray showed that the iab had migrated. After a failed attempt at re-positioning the iab, it was removed. A new iab was placed successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a chest x-ray showed that the iab had migrated. After a failed attempt at re-positioning the iab, it was removed. A new iab was placed successfully. There was no patient harm or adverse event reported.